Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
On (B)(6) 2012, the surgeon used hoffmann ii sterile kit. The surgeon refixed the pin coupling twice during the operation. When the surgeon tried to fix the pin coupling the third time, the one of the screw of the pin coupling was tight and did not function. Therefore, the surgeon used pin coupling of the spare sterile kit.